Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 54 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with glucose gel and IV (intravenous) fluids and dextrose IV. The patient mentions that the pod had an alarms. The patient was released the five days. The pod was removed before seeking medical attention.